Event description:
It was reported that during a single port (sp) da vinci-assisted nipple-sparing mastectomy (nsm) surgical procedure, during dissection, the monopolar curved scissors (mcs) tip accessory fell off into the patient. The jaws of the mcs got caught in the fenestration of a fenestrated bipolar forceps (fbf) instrument, and when trying to separate them, the scissor tip came off. The surgeon requested the mcs instrument be removed from the system. The tip was removed from the patient with a laparoscopic grasper. The system and instruments were undocked to remove the instrument from the access port. The mcs instrument and mcs tip accessory had been inspected prior to use, and the jaw dial was rotated to confirm the jaws moved properly. There were no issues with the functionality of the mcs instrument during the surgical procedure. The mcs tip accessory appeared to be properly installed during the surgical procedure. The instrument wrist was straightened upon removal. The procedure was continued robotically with the same mcs instrument and a new tip accessory installed. Later in the procedure, the procedure was converted back to open (it had begun open) in part due to frustration with the scissor issue and resulting slowdown; however, the conversion was already anticipated as a feasible and expected alternative, the procedure was planned to incorporate both open and robotic techniques. The mcs tip cover accessory will not be returned for analysis as it was discarded at the facility.

Manufacturer narrative:
Isi did not receive the monopolar curved scissors (mcs) tip accessory with an alleged issue to perform failure analysis. The mcs tip cover accessory was discarded at the facility. Based on a review of the video of the procedure, the jaws of the mcs got caught in a fenestrated bipolar forceps instrument. When trying to separate the two instruments, the mcs tip cover accessory came off. A review of the logs for the reported procedure date was conducted. There were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.